Event description:
Customer reported the insulin pump kept alarming no delivery about four or five time recently due to kinked and other times it happens at time when he is sleeping. Customer does not recall blood glucose level at the time of the event. Customer continued using the same set; he just clears the alarms and continues use the device. Customer mentioned issues with the sensor alarms. Current blood glucose was 286 mg/dl. Customer was advised to call in when alarms occurred to perform proper troubleshooting no further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.